Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on the information reviewed and due to the limited information available, a cause for the reported death cannot be determined. However, death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 171 death events with the clarifier na. The relationship of the deaths to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.